Event description:
Additional follow-up from the provider indicated that the seizures acutely worsened within days of vns replacement. Diagnostics were reported to be okay.

Event description:
Clinic notes were received for explant of a patient¿s vns device. The notes provided that an increase in seizures continued after the replacement on (B)(6) 2016 with subsequent exacerbation of seizures. The vns was turned off on (B)(6) 2016 due to increased seizures. The patient had recurrent seizures (B)(6) 2016 despite increases in doses of medications. Over the summer of 2017 the vns was reactivated and ramped back up to full settings. The patient was initially having infrequent events 1-2 times per year but a significant increase occurred immediately after the last vns was placed on (B)(6) 2016. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.

Event description:
Follow-up from the provider that the increase in seizures continuing after replacement was worse than before the pre-vns baseline. The provider did not believe the increase in seizures was caused by vns therapy as it didn¿t improve when the unit was de-activated. The seizures were reported to have been severe ever since the time of her vns replacement but there was no explanation for that change. The device appeared to work properly.

Event description:
Analysis was completed for the returned generator. Proper functionality of the generator in its ability to provide appropriate programmed output currents was successfully verified. The generator diagnostics were as expected for the programmed parameters. The device output signal was monitored for more than 24 hours while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the output signal and the device provided the expected level of output current for the entire monitoring period. The generator performed according to functional specifications. Electrical evaluation showed that the device performed according to functional specifications. The battery measured 3.053 volts and was not in a depleted condition. The downloaded data revealed that 23.953% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed for the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The explanted devices were received. Analysis is underway, but has not been completed to-date.